Event description:
On june 17, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings compared to normal reading/feeling. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The inaccurate high issue began in 2009. The patient obtained a blood glucose reading of "147 mg/dl" on the subject meter. At approx one month later, at 1:30am, the patient reportedly took 7 units of humalog insulin as a result of an alleged inaccurate high reading obtained on the subject meter (unknown numeric value). The patient allegedly developed symptoms described as "sweaty, dizzy, and perspiring" a few hours after the insulin intake. The patient did not received any medical intervention. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia after she took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.